Event description:
The customer reported to olympus that while using the flex deflectable videoscope, when connected the unit experienced an error display to contact olympus, and no image. There were no reports of patient or user harm, or any procedural delays associated with the reported event.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was not confirmed. Further evaluation found the following: due to damage on the insertion pipe the insulation resistance value did not meet the standard value, the bending section cover rubber had a scratch, the adhesive on the bending section cover rubber had a chip, switch 1 was damaged, and due to wear of the angle wire the bending angle in the up direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and although the phenomenon "imaging error message appearing" was not confirmed, it is possible that the defect was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including integrated circuit (ic) chip and capacitor, mounted on the electric circuit board had a defect. The event can be detected/prevented by following the instructions for use which state: the instruction manual operation manual ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.